Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using incorrect tools, and not prescribing antibiotics pre-operatively have been ruled out. Additionally, implanting the device off-label has been ruled out. However, patient non-compliance was identified as the patient picked and scratched the incisions. Furthermore, the patient is a poor candidate as they have a long-standing history of tobacco use as well as a history of poor wound healing. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the impaired healing is attributed to two identified root causes: patient non-compliance (touching or picking at wound) as the patient picked at the incisions (user error-patient). Patient is a poor candidate due to age, weight, or mental capacity as they have a long-standing history of tobacco use as well as a history of poor wound healing (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported impaired healing, itchiness, and redness at the receiver site. Antibiotics were prescribed at their post-operative visit on (B)(6), 2026. However, the patient discontinued taking the antibiotics due to an allergic reaction to the medication. On (B)(6) 2026, the patient was seen by the implanting clinician. The patient's incision was scabbed over and a little red. However, there were no signs of infection. No further issues have been reported.